Event description:
It was reported by a medtronic sales representative that the display on his demo device was no longer working, indicating a potential device lock up.

Manufacturer narrative:
(B)(4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.